Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer 6 had a failed hardware error in which it did not respond when prompted to open. The field service engineer (fse) found that the black inseparable latch did not contain the hallifax magnet. The fse replaced the latch with a new inseparable latch containing the magnet and tested the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 failed and was not recovered after rebooting. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.